Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not being detected on the communication bus and its cable required to be reseated. Cable was reseated to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stops responding, drawers become inaccessible and has to be rebooted multiple times to allow user access for patient care. The customer added that the anesthesiologist was concerned about the issue occurring in the middle of surgery. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d9, g4, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-dec-2021 to 08-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was not accessible, and the drawer failed as the drawer was not detected on the communication bus and its cable required to be reseated. The field service engineer reseated the cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es system was not accessible. The system unexpectedly froze, went offline, experienced drawer failure and had to be rebooted multiple times to access patient care. The anesthesiologist was concerned this might happen in the middle of a surgery. There were no adverse events or injuries reported based on this incident.